Event description:
A us distributor contacted zoll to report that a (B)(6) female patient's lifevest was fitting too tight and exacerbating a yeast infection. The patient reportedly gets yeast infections often. The patient was prescribed a cream for the infection. Follow-up indicates that the patient received a larger size garment. There is no additional information available on the condition of the yeast infection.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.